Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, post lumbar laminectomy syndrome, and spinal pain indications. It was reported that the pts current ins was a replacement, the ins before was replaced since it would not hold a charge no more. The ins was not holding a charge a year before the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.